Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue during peritoneal dialysis therapy. During drain three of four, the patient determined that the patient line of the cassette became disconnected from the transfer set. The technical service representative had the patient cycle the power on the machine and assisted with ending the therapy with the current supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.